Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) was present at discharge with no symptoms. Medications were administered and the patient's hospital stay was extended. Further information indicated that the patient recovered and the case was completed with cryo. No further patient complications have been reported as a result of this event.